Event description:
It was reported the epg (external pulse generator) was blocked. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. No electrical anomalies observed. Analysis found the battery drawer was jammed (release was worn) and two bail covers were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.